Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition, and noise can be reproducible via pocket manipulation. No intervention was performed. The patient was in stable condition.